Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Tissue visible in helix. (B)(4).

Event description:
It was reported that a month after implant the patient's right ventricular (rv) lead had increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.